Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the vacuum pump oil was replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
An international customer reported an event of a ¿smoke¿ (haze/mist/vapor) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative/corrected data: additional parts replaced: stainless steel plug a planned maintenance 1 (pm1) was performed utilizing the pm1 kit. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for haze/mist/vapor is determined to be ¿low.¿ no parts were available for return and evaluation. The pm1 kit, vacuum pump oil, and stainless steel plug are the most likely assignable cause for the haze/mist/vapor issue. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.